Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded data as well as incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The root cause of similar resets is isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device reset during a potential appropriate treatment event. The details surrounding the patient's status at the time of the event are unknown. Review of the available download data indicates that the patient entered vf and the response buttons were pressed. It is unknown who pressed the response buttons at the time of the event. The rhythm leading up to the potential treatment event was vt at 280bpm. After the device reset, the patient's rhythm was tachycardia with v-bigemy and eventual termination. The patient reportedly went to the hospital following the event and received an ICD.